Event description:
A peritoneal dialysis (pd) patient contact reported to the fresenius technical service department (ts) on (B)(6) 2026 that the cycler was alarming with a supply bag lines are blocked message in dwell 6 of 6 the patient (pt) was connected during the incident. During the call the contact reported that fluid was discovered during tx complete - step 9 remove cassette. The pt was not connected during incident; since the contact had already disconnected the patient at step 8. Fluid was discovered in the pump module area and on the external of the cassette. There were alarms prior to fluid leak. Upon follow-up conducted on (B)(6) 2026 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that they have not been made aware of the event, however, confirmed the patient has not reported or developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Per the pdrn the patient is continuing treatment on the cycler at home for their knowledge. The pdrn stated the patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the pdrn the patient did not miss any of their pd treatment and was able to complete treatment on the day of the reported event as well. Additional information about the reported leak, and sample availability was requested; however, the pdrn was not able to provide. As of date, no further information about the device or additional information about the events has been provided or received from the customer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.